Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. One point, the customer's blood glucose was 553 mg/dl. The customer treated with manual injection and pump bolus. The customer's current blood glucose was 209 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.